Event description:
A tubal sterilization by bipolar coagulation was being done during a laparotomy. Bleeding occurred under the left fallopian tube. Cauterizing with the bipolar device did not stop the bleeding. The fallopian tube and ovary were removed and sutures were put in. The bleeding persisted and a general surgeon was called in to perform a supracervical hysterectomy. The bipolar device was not taken out of svc and evaluated. It has been in continuous use since the event.